Event description:
Report rec'd from abbott international affiliate (abbott canada) of blood being "sucked into" tubing. The report states: "the pump pumped backwards and sucked blood into tube. Blood was going up the line. It was creating a vacuum and blood was being sucked up the line. There was about 5-10ml of blood loss in tubing. The pump was stopped before blood would go up near the pump. (It went up only a few cm's before it was noticed and stopped by nurse)." The pump was being used to deliver saline solution. They needed to use another pump to continue infusion. Though requested, no further information was available.